Event description:
Unomedical inset insulin pump infusion set- inset 23 in, 6mm; ref 100-182-52, lot: 5079772, exp date: 08-2017; the infusion set cracked the pump tubing attached to the cannula inserted into subcutaneous into the skin.